Event description:
The event is reported as: alleged issue reported: the stapler jammed during use in the procedure. No injury reported.

Manufacturer narrative:
Device sample not rec'd by manufacture in time for this report. Photo was provided. DHR investigation did not show issues related to complaint. From the picture it was observed that the stapler was jammed. No other defects were observed. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.